Manufacturer narrative:
Investigation findings of handle cannula detached. Investigation results: visual evaluation of the returned device found the handle cannula detached. There were marks from the handle assembly process noted on the handle cannula. The complaint that the snare loop failed to extend was confirmed; the detached handle cannula prevented actuation of device. However, the investigation fails to determine a definite or potential root cause. There is an investigation in place to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the handle was unable to open the snare loop. The procedure was completed with another captiflex small oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results of handle cannula detached.